Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that it was visualized pre-treatment that the radifocus introducer ii kit dilator and sheath tip were cracked right out of the package prior to prepping the device. The procedure was a success. The patient's condition was stable. The device was not used on the patient. There was no patient injury, medical/surgical intervention required, it did not go near the patient. Additional information was received on 09nov2020. The procedure performed was a left heart catheterization. The procedure was completed by using another sheath.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, and to update section h3. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. A correction is being provided to the device return date in section d9. The date of return was inadvertently not provided in follow up no. 1; therefore, the date has been provided. A review of the device history record of the product code/lot# combination was conducted with no findings. One 4fr pinnacle introducer kit sheath was received for product evaluation. The dilator and sheath were received unmated. Visual inspection of the sheath and dilator revealed that the sheath and dilator were incompletely formed from 13.2 cm until the end of the dilator tip. The sheath was also incompletely formed from 9.4 cm until end of the sheath tip. The complaint can be confirmed for sheath catheter and dilator mechanical damage. A non-conformance has been initiated to investigate the case. Per the investigative report, based on the occurrence rate found for internal and external failures, it can be concluded that this defect/event is isolated. No occurrence threshold was breached per trending analysis. Therefore, the only further action recommended is tracking and trending for future occurrences.